Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string broke upon removal and the tampon pledget remained inside her body. The consumer managed to retrieve the product without medical assistance.